Event description:
It was reported that the patient experienced fluid discharge into the scrotum with an inflatable penile prosthesis (ipp) leading to a surgical intervention in which the physician swapped he pumps and irrigated the system. During the procedure it was noticed that the quick connect on the previous device had come loose. There were no other issues with the explanted ipp. The physician did not characterize the nature of the discharge but there was no infection present. The patient was said to be doing well following the procedure.

Event description:
It was reported that the patient experienced fluid discharge into the scrotum with an inflatable penile prosthesis (ipp) leading to a surgical intervention in which the physician swapped the pumps and irrigated the system. During the procedure it was noticed that the quick connect on the previous device had come loose. There were no other issues with the explanted ipp. The physician did not characterize the nature of the discharge but there was no infection present. The patient did not experience any adverse event resulting from the fluid that was discharged and was said to be doing well following the procedure.